Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that sometime post-op the patient suffered serious complications. The patient states that the instrument broke during use in the procedure and the patient suffered a splintering fracture with bone fragments and nerve damage. The patient returned to surgery 2 days later due to pain. No additional patient information is available at this time.